Event description:
Patient representative reported "mental anguish, increased risk of alcl, emotional distress and severe anxiety", "seromas", "physical pain", "chronic inflammation", "loss of quality of life and severe depression", and "scarring and disfigurement, increased liver enzymes" (non device related). Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.